Event description:
Reporter indicated that pt could no longer perceive stimulation. Lead test in 2001 resulted in dc-dc code 7 and limit. Indicating possible lead fracture. Review of x-rays did not reveal any abnormalities or deficiencies.